Manufacturer narrative:
Related patient identifiers: these following medwatches are related to one another: (B)(6) (model number clv-190: serial number (B)(4)); (B)(6)(model number clv-190); (B)(6) (model number clv-190), (B)(6) (model number clv-190), (B)(6) (cv-190: serial number (B)(4)) and (B)(6) (model number cv-190 : serial number (B)(4)). The customer had attributed the earlier instances to cv-190s, however, the cv-190s were returned for evaluation but no issues were found relating to the b30 scope communication error. Olympus technical assistance center (tac) instructed the customer on how to handle the scope connectors and the customer was instructed to clean the connectors with alcohol and then dry. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus technical assistance center (tac), the evis exera iii xenon light source had a b30 scope communication error when connected to 190 model scope series prior to a unknown procedure. Six (6) model 190 scopes were attempted and all had the error occur. The issue did not occur when connected to the 180 model scope series. Per the customer, the b30 had started to occur the week prior. There were no reports of patient harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. The DHR was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. The case is not due to design. Based on the results of the legal manufacturer's investigation, and the inability to evaluate the subject device, a definitive root cause of the b30 error could not be identified. Olympus will continue to monitor field performance for this device.